Manufacturer narrative:
At this time, the lead has been returned but device evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that approximately two weeks after initial implant, thresholds on this right ventricular (rv) lead had increased. Impedances were also noted to have decreased slightly, but remained within acceptable limits. It was suspected that the lead was no longer in good contact with the tissue. A revision procedure was undertaken to reposition the lead. The next day, the lead was once again found to be in poor contact. The physician elected to explant and replace the lead due to suspicion of tissue in the helix mechanism. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed and device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. There was also noted to be tissue entwined in the helix mechanism. Visual inspection also noted cuts and puncture holes in the insulation with blood/body fluid in the lead lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical electrical issues or dislodgement. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function.